Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09-jul-2018 - device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: during the investigation, corrosion was observed inside the battery compartment. The battery compartment was found to be cracked. The audio bolus button cover was missing on the pump. The pump did not power on. A leak test failed due to the battery compartment crack and a leak in the abb. The pump¿s cover was removed, and no further evidence of moisture damage was found.